Event description:
The patient's attorney alleged a deficiency against the device. Per additional information received, the patient has experienced does not feel like she is emptying completely, hesitancy, grade 1/4 cystocele with a lateral defect, urinary incontinence, complications due to a genitourinary device/implant, discomfort in the bladder, odor, and vaginal discharge; vaginal/vulvar atrophy, vaginal epithelium poorly estrogenized, intrinsic sphincter deficiency, swelling of the abdomen, hematuria, dysuria, strong smell to urine in the am and pm, moderate clear and watery vaginal discharge, increased scar tissue bilaterally and tenderness of the vagina, bilateral flank pain, delays in starting urination, loss of consortium, unspecified pain, unspecified infection, unspecified urinary problems, unspecified organ perforation, unspecified fistulae and unspecified bleeding.

Manufacturer narrative:
The sample was not returned. The finished product met all specifications prior to being released for general distribution. The instructions for use (IFU) which accompanies this device currently addresses potential risks associated with surgically implanted materials. (B)(4). Laywer-filed report - (B)(4).

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
Per additional information received, the patient has experienced leaking, cystocele (prolapse), blood in urine, urinary frequency, difficulty voiding, leukocytes in urine, burning (burning sensation), vulvar atrophy, erythema of tissues, tenderness, external irritation and required additional nonsurgical interventions.